Event description:
It was reported that the cdh29 was used during a lower anterior resection. It was reported by the affiliate that the stapler fired as designed. Surgeon heard a crunch as expected. Staples in rectal stump malformed and no staples in proximal portion of bowel. Anastomosis performed with sutures. There was no consequence to the pt.

Manufacturer narrative:
Based on the condition of the uncut breakaway washer returned in the instrument, it appears likely that the instrumnent was not fired through a complete firing stroke. It could not be ascertained as to why the staples reportedly malformed or why there were no staples in the proximal portion of the bowel. The physical evidence of the instrument suggests that the knife did not come in contact with the breakaway washer. Therefore, it could not be determined as to what 'crunch' was reportedly heard as the breakaway washer was not cut. Batch history records were reviewed and no record of malformed or missing staples were noted. The instrument was reloaded and fired. However, as the instrument was returned with the indicator label missing, the instrument was dialed down to where the safety could be released, which would be considered the high b setting. The instrument was then fired at this setting and it fired and formed all the staples as designed. The breakaway washer and test media were fully cut.